Event description:
It was reported via repair work order that the head end was elevated and inoperable due to a power coil cable malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the head end was elevated and inoperable due to a faulty power coil cable with exposed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the power coil cable also had exposed wires.